Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. Fluid was discovered during drain 1 of 3. Fluid leaked from unknown source. Fluid was seen on the bed sheets. There was an air detected in cassette warning prior to finding the sheets wet. Patient was going to reset up with new supplies. In a follow up, the patient verified the fluid leak. The patient said the leak seemed to come from tubing that was in her bed. The cycler did not have any fluid in it. The patient was able to reset up with new supplies to complete treatment. There was no harm, intervention or adverse event associated with the fluid leak. The patient has been using the same cycler since with no further issues. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.